Event description:
The complaint is reported as: "the catheter was inserted to the patient from the right inguinal region. After about 2 weeks, the user could not aspirate blood so that flushed saline water. Then, the patient complained of pain so that the user removed the catheter and replaced it with a new one. No injury to the patient was reported." The patient's condition is reported as fine.

Manufacturer narrative:
B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter. The customer also returned a connector tubing and syringe; however, it was determined that neither of these components are arrow products and are subsequently not included within the reported finished good. Visual analysis did not reveal any defects or anomalies. The catheter body length from the juncture hub to the distal tip measured 210mm which is within the specification limits of 201.5mm-210.5mm per the catheter graphic. The catheter body outer diameter measured 1.67mm which is within the specification limits of 1.65mm-1.75mm per the catheter extrusion graphic. The returned catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped, and the line was pressurized using a water-filled, lab inventory syringe. No blockages or leaks were detected. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "practitioners must be aware of complications associated with central vein catheters including but not limited to: cardiac tamponade secondary to vessel wall, atrial or ventricular perforation, pleural (i.e. , pneumothorax) and mediastinal injuries, air embolism, catheter embolism, catheter occlusion, thoracic duct laceration, bacteremia, septicemia, thrombosis, inadvertent arterial puncture, nerve damage, hematoma , hemorrhage, and dysrhythmias". The customer report of a leaking catheter body was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies and the catheter passed functional leak testing performed per bs en iso 10555-1 section 4.7.1. Additionally, the catheter met all relevant dimensional requirements , and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the catheter was inserted to the patient from the right inguinal region. After about 2 weeks, the user could not aspirate blood so that flushed saline water. Then, the patient complained of pain so that the user removed the catheter and replaced it with a new one. No injury to the patient was reported." The patient's condition is reported as fine.